Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this ra lead was undersensing. There was no action taken. The lead remains implanted. Should additional information become available this file will be updated.